Event description:
Event description guidant received information that the patient with thisimplantable cardioverter defibrillator (ICD) received a shock. Upon interrogation, fault code 01, charge time out was noted. The device declared elective replacement indicator (eri) on june 6, 2003. The patient was lost to follow up.